Event description:
In late 2007, my mother - was diagnosed with acute pancreatitis. She spent weeks in the hospital on several occasions. On approx two weeks later, she was admitted yet again and stayed until early 2008, she was sent home with a pic line in place. She was on medicare and was denied coverage until two days later on two days later. Medicare approved the pic line medicines to include heparin. Our home health agency came out and showed us how to administer the heparin and other medicines thru this pic line. She had the pic line while in the hospital and was given heparin there as well as from us. On the next day, we received a call from the health agency telling us, the heparin had been contaminated and for us to discontinue. They were going to bring out a new supply the next day - on the following day. My mom continued to get worse and the doctors were saying that the pancreatitis was getting better, yet she continued vomiting and severe stomach pains. We took her back to her doctor on eleven days later, and he ordered back in the hospital, this time we took her to a different hospital. She was admitted sometime around that time and kept complaining of stomach pains and vomiting. On the following month, I spoke to her doctor and he said that she had a few issues but none that would keep her in the hospital, so we were looking at bringing her home in the next few days/week. On the next day around 8:00 p.m. We received a call that she had coded and we needed to get to the hospital. She died that day around 3:p.m. In the afternoon of the following day. My brothers and sisters were all in agreement that we did not want an autopsy, assuming that the pancreatitis was the culprit, but now after seeing the heparin issues in the news the death could be related. In the information I read, they have reported 81 cases and I thought there could be more that have not come to light, possibly my mom. Anyway, I wanted to report this so it could be investigated.